Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer's blood sugar was unknown. It was reported the transparent circular plastic in the reservoir attachment has come off. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
No damage on the retainer noted. Device received with pillowed keypad overlay. (B)(4).